Event description:
On or about (B)(6) 2009, the patient was implanted with an ams miniarc sling with the intention of treating stress urinary incontinence. It was reported that "after, and as a result of the implantation" the patient has "suffered serious bodily injuries, including, but not limited to extreme pain, erosion of her internal bodily tissue, dyspareunia, and other injuries." It was also reported that the patient "sustained permanent injury."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.